Event description:
It was reported that a patient death occurred. It was reported that for a Watchman procedure to treat atrial fibrillation a VersaCross Connect LAAC was selected for use. Access was obtained in the left groin with a 12 French (F) for an Intracardiac Echocardiography (ICE) catheter, and access was obtained in the right groin with an 19 French working sheaths for the Watchman Trusteer sheath. The ICE catheter was introduced in the left 12F catheter. The Versacross RF wire was placed in the 18F sheath and followed up using flouro. The Versacross connect and Trusteer sheath went in over Versacross wire and tracked to the superior vena cava (SVC). Transseptal access was obtained in normal fashion with no issue or delay. The transseptal position was inferior/anterior. Bubbles were noted on transseptal puncture, confirming that RF was successfully delivered. The pigtail of RF wire was noted in the the Left Atrial Appendage (LAA) and wire was placed/parked in the LAA. There were no wire Perforation. The physician then flossed the septum with the Watchman access system. The ICE catheter then navigated through transseptal puncture site into the left atrium. The ICE catheter was placed in the pulmonary artery PA view and a non-Boston Scientific Pigtail catheter placed over RF wire into LAA. The wire was then removed. When using Versacross connect none of the catheter ever came out of the patient, and irrigation was never stopped or interrupted during the procedure. The C-arm placed in working angle and contrast was administered into the LAA. A 31mm Watchman Flex Pro device was chosen for this size and anatomy. The delivery system was prepared in sterile fashion and flushed with positive pressure from pressure bag. Once prepared and all air out of the delivery system, a dry gauze and flashlight used to check the device for air a final time prior to insertion. The delivery system was inserted using a wet-to-wet connection and followed up sheath via flouro. Once the distal marker bands were lined up, left to right connection was made. Flex ball made and guided into position. The device was deployed. A miral gap was noticed on Fluro contrast image. The device was recaptured and redeployed. The device was too proximal at this time. At this time, the physician was notified of ECG changes concerning ST elevation. The device was recaptured. The physician was the notified the patient was bradycardic and hypotensive. An effusion sweep done at this time using ICE with no Effusion noted. The physician order for medication to be given. The procedure paused at this time to stabilize the patient. The patient became more unstable, and CPR initiated 40 minutes after the start of the procedure. After several rounds of CPR and advanced cardiac life support (ACLS), the patient passed away 1hour and 10 minutes into the procedure. No air was seen in the patient. The trusteer sheath and 31mm Watchman Flex Pro Device were in the patient vasculature at the time of event. The patient was intubated under general anesthesia. No additional fluids were given for the LA pressure. The patient had underlying health conditions of paroxysmal atrial fibrillation with an ablation one 4 years ago, mixed hyperlipidemia, heart failure with an EF 50-55%, Ischemic Cardiomyopathy with a coronary artery bypass surgery (CABG) in 1999. It was the physician opinion that the device or procedure did not contribute to the patient complications. No device issues were noted.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.